Manufacturer narrative:
Please disregard this submission as it was found to be a duplicate of the following MFR's numbers; 1038671-2017-00363, 1038671-2017-00422, and 1038671-2017-00423.

Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): stem extension 80l x16 mm (cat# 204-36-08). Cc tibial insert sz 3, 13mm (cat# 208-23-13). Trapezoid tibial tray sz 3f/3t (cat# 204-04-33). Cc distal fem augment sz 3, 5mm (distal) (cat# 208-05-03). Cc distal fem augment sz 3, 5mm (posterior) (cat# 208-08-03). Tibial stem extension 120l x10 mm (cat# 204-30-12). Tibial augment block 1/2-sz 3 11mm llrm (cat# 204-63-89). Three peg patella 35mm (cat# 200-02-35).

Event description:
As reported by the knee replacement study, the patient experienced breaking of the tibial implant. The event is unlikely related to the device and to the procedure.